Manufacturer narrative:
(B)(6).

Event description:
It was reported t2 did not deploy during meniscus repair surgery, it got stuck in the handle. A backup device was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.